Event description:
A customer called beckman coulter regarding a discrepant urine test result. According to the customer an ER pt had a negative [-] urine test result off the icon 25 hcg. The info in the pt's chart indicated that pt was pregnant. A second urine sample was collected and tested with the icon 25 test. The result from the icon 25 was negative for the second time. A serum sample was collected and tested quantitatively using an eci (johnson & johnson) external control. The result obtained was 126,724 miu. This result is in alignment with customer expectations. There has been no change to pt treatment that can be attributed to this event.